Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 3.03 and 4.45 inr. The corresponding lab result reported was 2.2 and 3.0 inr.